Manufacturer narrative:
Related MFR # 2916596-2019-05707. Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed pump stop events. Based on previous complaint experience, these stops appear consistent with a driveline issue; however, a direct cause for these findings could not be conclusively determined through this evaluation. The submitted log file captured pump stop events while the patient was supported by battery power and the power module. These events were associated with low speed advisories, low speed hazards, low flow hazards, and pump off alarms. No other notable events related to the pump were observed. Multiple attempts for additional information were sent to the customer; however, no additional information has been provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU)and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage, as well as the how to respond to such events. Section 7 of the IFU and section 5 of the patient handbook address hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the ventricular assist device (vad) interrogation revealed that the patient might have had a phase to phase. On (B)(6) 2023 and (B)(6) 2023, there was a low speed advisory, speed drop, and a pump off event. The patient was asymptomatic during the events. They were already on ungrounded cable and reportedly not a good pump exchange candidate. No external repair had been done on the driveline. The log file showed a brief pump stop event on (B)(6) 2023 at 2002 that occurred while the controller was on battery power. Another pump stop event was recorded on (B)(6) 2023, at 0055 that occurred while the controller was on patient cable power. This type of event was linked to a potential issue with the percutaneous lead. In order to prevent further interruption in support, it was recommended to immobilize the percutaneous lead. The submitted x-ray images had a couple of internal areas by the pump that looked concerning and external driveline repair was being considered.